Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed, but the allegation on perforation could not be confirmed by analysis. However, product analysis indicated that cuts were noted in the lead insulation through to all lumens. Blood/body fluid were also noted in the lumens due to the cuts and were also noted in the helix housing.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. Request had been made for this product to be returned. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the right ventricular (rv) lead perforated the heart wall. The physician performed surgical intervention to explant and replace the lead with a new one. No additional adverse patient effects were reported.